Manufacturer narrative:
Siemens healthineers has confirmed the occurrence of discrepant low ph and measured total carbon dioxide (mtco2) results in arterial, venous, and capillary patient samples. A field action was initiated for the affected test cards. A proximate root cause has been linked to manufacturing limited to one batch of raw material used in these affected lots.

Event description:
The customer reported discrepant low ph results when compared to repeat testing on a comparative device or against an expected normal value if no repeat testing was performed. There is no report of injury due to this event.